Event description:
A (B)(6) old male patient contacted zoll customer support to report the connector on his electrode belt was damaged. The patient was issued a replacement electrode belt.

Manufacturer narrative:
Device evaluation summary: device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (damaged electrode belt connector) has been confirmed. Upon investigation, the electrode belt connector locking nut was missing. The root cause for the missing locking nut was not positively identified, but was likely due to excessive force. The electrode belt was otherwise fully functional and could properly monitor a cardiac signal. No adverse event resulted from the defective connector. The patient received a replacement electrode belt.